Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and diabetic ketoacidosis on (B)(6) 2021, with blood glucose of 27 mg/dl and other value was 500 mg/dl. Customer also had pneumonia. The insulin pump will be returned for analysis.